Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode had slightly moved from the implant location, however had appeared to be secure. The patient was brought back to the lab and induction testing was performed. The patient was successfully converted with a 65 joule shock. No additional adverse patient effects were reported.